Event description:
It was reported that the customer received multiple alarms on the insulin pump, including an unexpected restart alarm. Customer was advised to monitor the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.